Manufacturer narrative:
The customer downloaded the rescue data and reported that the AED appeared to have performed the rescue, but the audio was inoperable. The customer said they will contact cardiac science if they want the AED repaired. The AED may be replaced due to its age.

Event description:
The customer reported that there were no voice prompts during a rescue. When the rescuers realized the voice prompts were not working, they paused for a moment to look at the AED and it delivered the first and only shock. The rescuers were not touching the patient when the shock occurred. After acls arrived on the scene the patient's pulse was regained. The patient was transported to a medical facility, but eventually expired. The sudden cardiac arrest was not witnessed and it is unknown how long the patient was down before the AED was attached.